Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of 26mm edwards sapien 3 valve in aortic position by transfemoral approach. After a balloon aortic valvuloplasty was performed , the patient was destabilized with aio (acute aortic insufficiency) and the prosthesis needed to be implanted quickly. During valve deployment, the commander delivery system shaft was not completely retract over the balloon, which cause that the valve was deployed low and the balloon burst upon balloon inflation. Despite of the valve malposition, the valve did not present leakage and had a low gradient. In addition, some balloon fragments separated apart, which could not be retrieve as usual through the esheath. Therefore, it was needed to perform a vascular intervention to capture the balloon fragments with a snare from the contralateral side. The patient was extubated and transferred to the ICU. The final outcome of the patient was good, the patient was discharged home. As per medical opinion, the root cause of the event is related to the fact that the commander shaft was not completely retracted from the balloon before inflation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst, withdrawal difficulty of the delivery system through sheath, and distal tip separation were unable to be confirmed due to unavailability of returned device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''during valve deployment, the commander shaft was not completely retract over the balloon, which cause that the valve was deployed low and the balloon burst upon balloon inflation''. Per IFU, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. If the flix tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip such that the balloon will jolt forward/expand unevenly during inflation. And/or result in the balloon burst. In this case, available information suggests that procedural factors (not fully retract the flex tip over the triple marker prior to deployment) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. As reported, ''some balloon fragments separated apart''. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty and separated distal tip. In this case, available information suggests that procedural factors (excessive manipulation, withdrawal of burst balloon) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.